Event description:
It was reported that the bd phaseal¿ optima connector (c35-o) and one-link valve separated at the luer connection during use. This occurred with 3-4 connectors. The following information was provided by the initial reporter: "on (B)(6) 2023 a company representative notified a baxter sales representative via email that several one-link needlefree IV components (product code: 7n8399 lot number(s): unknown) were experiencing disconnections. It was reported that clinicians on the oncology unit(s) that they are "experiencing disconnections between baxter's one-link valve and bd's phaseal optima" closed system transfer device. Additionally it was observed that the "threading on the proximal end of the one-link valve is shallow and isn't sufficient enough for the phaseal optima device to fully seat". The original 3-4 used sample(s) are available to be returned for evaluation. The initial report does not include the location of the event, product use, and the operator of the device. While there was patient involvement injury and / or medical intervention was not reported."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.